Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right atrial lead replacement procedure, the right ventricular (rv) lead was damaged due to the laser extraction. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.